Event description:
It was reported that the programmer's cases as well as its printer were in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that during the servicing and analysis of the programmer it generated an error at start-up.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the upper case, lower case and printer assembly were replaced. Also, the link electronic module (lem) circuit board was calibrated, the hard drive was reconfigured and software was reloaded to address the error. It was also noted that the power supply was noisy. Concomitant medical products: product ID 229047 software analyzer. (B)(4).